Event description:
Received information stating that customer attempted to load cartridge but did not see any drops coming out the end of the tubing. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available a supplemental report will be submitted.